Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The heater tray/scale was not obstructed. A simulated treatment was performed in which there were no alarms or problem that occurred. The valve actuation and system air leak tests passed, and the load cell value and verification were within tolerance. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Correction: receipt date on the first follow up (2937457-2017-00036) is 01/23/2017.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that, during drain 2 of treatment, the patient had filled with 2496 ml, and drained 5218 ml. The patient's largest prescribed fill volume is 2500 ml, the drain of 5218 ml was 209% of the patient's largest prescribed fill volume, resulting in a reportable malfunction. The following morning, the patient drained out an additional 2500 ml of fluid on top of the 2146 ml drained in the final drain of treatment the previous evening, with no manual fill in between. This combined drain of 4646 ml is 186% of the patient's largest prescribed fill volume. The patient reported feeling discomfort and back pain as a result of the large amount of fluid present. However, the patient's peritoneal dialysis nurse reported in a follow up call that the discomfort subsided after the patient drained. The nurse remarked that the patient had recently received a new catheter which would allow fills, but did not allow drains. The nurse believed the catheter was at the heart of the issue, and that the patient's physiology was not allowing the new catheter to perform well. The patient continued on the cycler thereafter. There was no adverse event as a result of this event.